Manufacturer narrative:
Iu confirmed the meter for display defect; few of solid vertical lines appear on the middle of the meter display screen. Iu observed that the location of the lines on the display does distort the last digit of the result during the simulation test; but not misinterpretation is possible. Iu observed upon pressing and holding the power button, the meter displays a sequence of solid color test screens correctly in the order of red, blue, green, and white with the lines appearing in the middle of the screen running from top to bottom. Upon powering the meter on, without holding power button, the solid line appears on all screens and during performance testing.

Event description:
On (B)(6) 2014, it was reported that there were several vertical lines going across the display of the patient's blood glucose monitor that could affect the values displayed on the device. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.